Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during dwell 3/5 of their automated peritoneal dialysis therapy. Per initial report, the home pt noted solution leaking from a supply bag and subsequently disconnected the leaky bag and replaced it with a new bag. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury was indicated at the time of the initial report.